Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), product type: lead. Product ID: 977a275, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a revision. The representative reported that the patient couldn't feel stimulation when they turned it up to 10.5 volts. They ran an impedance test and it showed greater than 10,000 for every electrode pair unless paired with 0, 4, 8, or 9. The patient indicated that one of the leads wasn't working and it wasn't made clear what the cause of the issue was. The patient said everything was working great before (B)(6) 2017. No further complications reported.